Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been changing the infusion set multiple times due to them not sticking. After the customer took a shower, the infusion set began peeling. The customer's blood glucose level was 400 mg/dl. The customer did not mention how they treated their high blood glucose. The customer declined troubleshooting for the high blood glucose. After troubleshooting was done the customer was advised to monitor the problem and call back if issues persist. The customer was sent a replacement for their infusion set.